Event description:
It was reported that the patient's artificial urinary sphincter (aus) was replaced due to erosion. A new aus with a 5.0 cm cuff was implanted. No further patient complications were reported in relation to this event. Additional information received and corrected the explant date due and clarified the reason for revision related to erosion of the distal urethra, caused by catheter placement without first deactivating the device. The previous device was urgently removed due to patient presenting with infection, scrotal swelling, and perineal pain related to the catheter placement. Endoscopic erosion was confirmed and the device was explanted. The physician noted the sphincter was functioning normally.

Manufacturer narrative:
Device evaluation: the complaint component was not returned for analysis, and the product record review revealed unintended use error caused or contributed to event as the interaction between the user and the device caused or contributed to the event. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required. Model number: 72404127, lot number: 0150004017, model description: control pump fgs iz; model number: 72400024, lot number: 0168054007, model description: balloon fgs 61-70 cm; model number: 72404130, lot number: 0146295002, model description: belt cuff fgs 4.0 cm iz.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) was replaced due to erosion. A new aus with a 5.0 cm cuff was implanted. No further patient complications were reported in relation to this event. The complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of known inherent risk of device was chosen as the reported adverse event is known and documented in the labeling. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) was replaced due to erosion. A new aus with a 5.0 cm cuff was implanted. No further patient complications were reported in relation to this event.